Event description:
It was reported to boston scientific corp on (B)(6), 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during preparation outside of the pt, the anchoring balloon did not deflate. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The lot number (615764) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. (B)(4).